Event description:
It was reported that during a permanent implant procedure, the needle was advanced too far which resulted in a cerebrospinal fluid (csf) leak. The physician performed a blood patch intraoperatively before continuing the procedure. Additional information was received that the patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4), model: sc-2218-50, serial: (B)(6), batch: (B)(6). Product family: scs-surg acc upn: (B)(4), model: sc-4200.

Event description:
It was reported that during a permanent implant procedure, the needle was advanced too far which resulted in a cerebrospinal fluid (csf) leak. The physician performed a blood patch intraoperatively before continuing the procedure.